Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in moderately tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres (atm) for 2 seconds, the balloon ruptured. The balloon was removed, and the procedure was completed with different device. There were no patient complications reported and the patient was in good condition.